Manufacturer narrative:
This complaint is related to an echo-hd-19-c device of lot # c898881. One echo-hd-19-c device of lot # c898881 was returned to cirl for evaluation. This echo device was returned with the stylet removed from the device and the needle advanced approx. 6 cm from the sheath tip on receipt. There was a severe bend and kink visible approx. 2.5 cm and 5 cm below the sheath extender when the sheath extender was positioned at reference mark 1. The needle could not be retracted. The stylet was inserted into the device but could not be advanced past the kinks below the sheath extender. On closer examination of the kink approx. 5 cm below the sheath extender it was noted that the needle had perforated the sheath and was confirmed to be broken below the sheath extender. The distal needle tip was examined under the microscope and no damage was noted. The handle was dismantled and the needle was removed. It was confirmed to be broken. The breakage point was measured to be approx. 34 cm from the base of the proximal luer lock, corresponding with the end of the sheath extender. The customer complaint was confirmed as the needle of the returned device was confirmed to be broken below the sheath extender. The most likely cause of this needle breakage may be attributed to the needle kinking below the sheath extender. The kinking below the sheath extender most likely occurred due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this link would result in needle breakage. However, as the conditions of device usage cannot be replicated during the laboratory evaluation it is not possible to conclusively state if this is the cause of this complaint. The relevant personnel have been notified of this event. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for echo-hd-19-c devices of lot # c898881 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use ifu0077-3 that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The patient did not experience any known adverse effects due to the occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After the digestive puncture under control of echo-endoscopy, the operator was not able to get the needle out of its sheath. He had to take out the needle out of the endoscope as it could not be put back into its sheath. After making the punction, the nurse was unable to put the stylet into the needle. Additional information confirmed that the physician had not had a problem entering the needle into the sheath before take out the needle of the endoscope; but had a problem after the punction and after taking the needle out of the endoscope to enter the stylet into the needle. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.